Event description:
Pump was returned to the pharmacy department with an unsigned note that stated, "delivers too fast." No tracking information, pump programming, or event details were not available. During testing at the user facility, unrestricted flow was noted. There were no reports of any adverse patient events while the device was in clinical use.